Manufacturer narrative:
An event regarding a trial insert not assembling with the trial shell involving a trident 0° insert trial was reported. The event was not confirmed. Method and results: the trident insert trial was returned in used condition with scratches and gouges from repeated usage. Functional inspection indicated the returned insert trial and the returned trial shell can be assembled. No medical records were provided for evaluation. Device history review determined all devices in the reported lot were accepted into final stock with no reported discrepancies. Complaint history review found no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because a functional inspection indicated the returned insert trial and the returned trial shell can be assembled.

Event description:
Trial shell inserter and window trial would not connect. The liner trial would also not connect to the window trial.

Event description:
Trial shell inserter and window trial would not connect. The liner trial would also not connect to the window trial.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.